Manufacturer narrative:
Info was not provided by the initial contact. Obturator. Eval summary: the analysis results of the b5lt found that it was rec'd with the obturator inserted through the sleeve. The obturator and the sleeve were found bent at approx 150 degrees. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.